Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral access to support the 56-year-old male patient who had been admitted in with known coronary artery disease and with plan for a high-risk percutaneous coronary intervention (hrpci). The medical history was not shared, beyond that the vessel to treat was a chronically occluded right coronary artery. The pump was placed however upon insertion to the left ventricle the pigtail "curled" in the apex and there was arrhythmia/ectopy with the suboptimal pump positioning. The team made a decision to explant the pump. There was no treatment noted for the ectopy beyond explant of the cp. Arrhythmia is a known risk associated with impella support as described in the instructions for use.

Manufacturer narrative:
Arrhythmia: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was determined to be an adverse event related to the anatomy of the patient due to small lv. Pd-cannula assembly- (twist, bent, kinked): the cause of the pigtail bent issue was determined to be an adverse event related to the anatomy of the patient due to small lv that and pigtail curled in the apex.